Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate shocks due to oversensing. Two episodes were classified as vf. Decrease in r-waves and loss of capture were observed. Lead dislodgement was suspected. Patient condition is stable. Up to date, the decision of repositioning the lead has not been made. Lead remains implanted.

Event description:
New information received notes that the dislodgement was confirmed by x-ray. The lead was repositioned successfully and the patient is stable.